Event description:
The customer reported via phone call that they had a no delivery alarm while attempting to bolus. Customer stated they were able to rewind and prime the insulin pump, resolving the issue. Customer's blood glucose was 404 mg/dl during this incident. The customer also reported experiencing fluctuating blood glucose. It was also found the customer was hospitalized on (B)(6) 2015 with high blood glucose. Customer's blood glucose was 404 mg/dl at the time of admission. Customer reported feeling sick and dehydrated. The customer was treated with an IV and fluids for their blood glucose. The customer also reported they were hospitalized in february for pneumonia. Troubleshooting did not find any issues with the insulin pump. Customer also reported experiencing low blood glucose. Their blood glucose declined to 50 mg/dl in one incident. Customer requested to have the insulin pump replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed functional test including prime, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. No excessive no delivery alarms noted. Cracked reservoir tube lip, broken battery tube threads, minor scratches on display window, cracked display window, cracked reservoir tube, cracked reservoir window and cracked case near display window corners noted during visual inspection.